Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose (bg) was 550 mg/dl. Ketone level was large/moderate. The infusion set and cartridge were changed to address bg. As the pump supplies had been changed, tandem technical support was unable to determine a possible cause of this occlusion.